Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, the device is unable to fire, the surgeon was able to press the green button and squeeze the handle but there was no staple line formation. There was no patient injury.